Manufacturer narrative:
(B)(4): the device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia was clarified as a right midline umbilical hernia. The cause of the hernia was unknown and it was unknown if the hernia worsened with pd therapy. Three days prior to the receipt of this report, the patient was hospitalized for the hernia. On that same date, the patient underwent a surgical procedure to repair the hernia. On an unknown date in the same month, the patient was switched to hemodialysis. The patient was reported to be recovering from the event. No additional information is available.